Event description:
It was reported that during a phone call related to remote monitoring, this patient has had health problems ever since this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The specifics of the health problems were not provided. No additional adverse patient effects were reported.